Event description:
It was reported that the device indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion after explant. Concomitant products : 6947 implantable tachy lead, (B)(6) 2008; 4965 implantable pacing lead, (B)(6) 2008. (B)(4).